Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600i synchron access clinical system leaked from the cta (closed tube aliquotter) wash station. The customer was wearing personal protective equipment consisting of gloves, protective eyewear and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cta peri-pump failed, resulting in overflow at the cta wash station. The peri-pump was replaced to resolve the issue. (B)(4).